Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. No ge service was performed. The customer found a tripped circuit breaker and reset it. The system operates as intended.